Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#891355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
Material no. 367365, batch no. Unknown (1 of 3). It is reported that after use of the bd vacutainer® ultratouch¿ push button blood collection set the customer experienced issues with wing set not retracting and blood splatter. The following information was provided by the initial reporter: "unsafe, needle did not retract, blood splatters when withdrawing needle from vein.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 367365, batch no. Unknown (1 of 3). It is reported that after use of the bd vacutainer® ultratouch¿ push button blood collection set the customer experienced issues with wing set not retracting and blood splatter. The following information was provided by the initial reporter: "unsafe, needle did not retract, blood splatters when withdrawing needle from vein."